Manufacturer narrative:
(B)(4).

Event description:
It was reported that the area the neurostimulator was very tender, red with erosion. The area had become sore in the last 10 days to 2 weeks it was noted that her incision had healed well but she thought about half inch of her lead had worked its way out of the incision and was "poking through the skin". Her physician had prescribed antibiotics for her with instructions to bandage the site. She had moderate success with the therapy and had experienced a fluctuation of the stimulation ("surging sensation") which caused spasms in the rectal and vaginal areas that woke her up at night. She was at home in fair condition and had a follow-up appointment with her physician on (B)(6) 2011. Additional info was requested.